Event description:
It was reported that malposition occurred post power injection in (B)(6).

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lhr review is not possible, the manufacturing lot number that was provided is an incorrect manufacturing lot number.